Event description:
Caller reported an error with their continuous glucose monitoring (cgm) system. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.